Event description:
Account experiencing discrepant phosphorus results. The following examples were provided: pt 1, initial result gave 5.6 mg/dl; repeat gave 3.2 mg/dl. Pt 2, initial result gave 5.0 mg/dl; repeat gave 2.2 mg/dl. Pt 3, initial result gave 4.3 mg/dl; repeat gave 1.6 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep determined the cause for the discrepant results were due to the vacuum system rinse nozzle line to waste was split, waste bottle leaking and nozzle #5 sleeve missing. Replaced vacuum line to nozzle, and #5 rinse nozzle. Performance tests were performed and within specifications.